Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege: patient was implanted with a depuy asr hip implant. She suffered physical pain and mental anguish. No further information has been provided. Doi: unk, - dor: unk (unknown side). Update: amended litigation papers received (B)(6) 2013. Original litigation indicated that the patient was implanted with asr; however, amended litigation alleges that the patient was implanted with pinnacle. Date of implant has also been provided. The products have been updated and follow-ups created. The complaint has been updated on (B)(6) 2014.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.